Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. The erroneous initial results were reported outside of the laboratory to the physician. No alarms occurred on the instrument. The first sample initially resulted with an na value of 84 mmol/l, which repeated as 118 mmol/l. The sample was also repeated on a cobas 4000 c (311) stand alone system, resulting with an na value of 120 mmol/l. This sample initially resulted with a cl value of 130.9 mmol/l, which repeated as 83 mmol/l. When repeated on the c311 analyzer, the cl result was 85 mmol/l. The second sample initially resulted with an na value of 113 mmol/l, which repeated as 139 mmol/l. The sample was also repeated on the c311 analyzer, resulting with an na value of 140 mmol/l. This sample initially resulted with a cl value of 138.5 mmol/l, which repeated as 107 mmol/l. When repeated on the c311 analyzer, the cl result was 108.5 mmol/l. No adverse events were alleged to have occurred with the patients. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer checked tubing for leakage. He replaced the reference electrode, system reagents, and reaction cuvette. He performed an ise check and this passed. The customer had no further issues since this action. The investigation could not identify a product problem. The cause of the event could not be determined.